Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side "hardness, pain, ultrasound shows leaking on my left and the 3 layers are coming apart in both breast, don't like how I feel, and I think on my left I may have capsular contracture (baker grade unknown).¿